Event description:
Surgeon alleges post operative 1st and 2nd degree burns to outer ear canal and tragus following 1 hour otolaryngological procedure involving surgical microscope and a metal speculum. Patient sent to dermatologist for follow up.